Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 09/06/2019, belt: 06/26/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the download data indicates the patient received six appropriate shocks and two inappropriate shocks on the day of passing in response to amplitude oversensing and CPR/motion artifact. The patient received the first appropriate treatment at 20:36:42 on (B)(6) 2021. The patient's rhythm at the time of treatment was vt at 280 bpm and the post-shock rhythm was af at 20 bpm. The patient received the second appropriate treatment at 20:41:16. The patient's rhythm at the time of treatment was vt at 150 bpm and the post-shock rhythm was bradycardia at 50 bpm. The patient received the first inappropriate treatment at 20:56:29. The patient's rhythm at the time of the treatment was af at 80 bpm with frequent pvc's. The patient's post-shock rhythm was a sinus rhythm at 70 bpm with hb. The patient received the third appropriate treatment at 21:04:22. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was af at 30 bpm. The patient received the fourth appropriate treatment at 21:13:24. The patient's rhythm at the time of the treatment was vt at 220 bpm and the post-shock rhythm was af at 40 bpm with pvc's and motion artifact. The patient received the fifth appropriate treatment at 21:32:42. The patient's rhythm at the time of the treatment was vt at 240 bpm and the post-shock rhythm was af at 30 bpm. The patient received the sixth appropriate treatment at 21:30:50. The patient's rhythm at the time of treatment was vf and the post-shock rhythm was bradycardia at 20 bpm with CPR/motion artifact. The patient received the second inappropriate treatment at 21:36:30. The patient's rhythm at the time of the treatment and post-shock rhythm were obscured by CPR/motion artifact. Per the clinical review of the patient's continuous ECG recordings, the patient was in an idioventricular rhythm at 20 bpm with CPR/motion artifact and electrode lead fall off from approximately 21:37:05 until the electrode belt was disconnected at 22:20:38. The response buttons were not pressed during the treatment event.